Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify clock monitor frequency error alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump received clock monitor frequency error. The customer¿s blood glucose level was unknown. The customer was not able to clear the alarms. The product will be returned for analysis.